Event description:
Boston scientific provided the following information: it was reported that the patient with this right ventricular (rv) lead and pacemaker fell 3 times in 1 week and experienced a low heart rate of 20 beats per minute. This patient presented to the emergency room (ER) noting that this rv lead was not functioning and had broken off. The system was explanted and replaced. No additional adverse patient effects were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.